Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) verified the reported issue with the customer, validated patient list synchronization between mql and the cabinet, confirmed the system was up to date. The tss guided the user to refresh the patient list at the cabinet, coordinated verification, and confirmed patient details were accessible via the medbank application. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower patient's name did not appear in the cabinet, which prevented staff from issuing medication. Customer checked the patient list synchronization between mql and the cabinet and reloaded the patient list on the cabinet. However, there were no delay or adverse events or injuries reported based on this event.